Event description:
Customer states that there is a problem with the charger not charging and that the chair all of a sudden slows down and he has to tap the joystick twice to get the chair to speed back up. After investigating, tech found the off-board charger was smoking. We ordered a replacement charger and will be sending in the faulty one for evaluation.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m41srb serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1143206, rev. G (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.